Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the female patient underwent mechanical thrombectomy of a right internal carotid artery (ica) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21g074av) and experienced extravasation during the procedure. Coil embolization was performed at the m1 and m2 segments of the middle cerebral artery (mca), and hemostasis was achieved. No additional treatment will be provided. The embotrap iii device was allegedly used as per the instructions for use (IFU) for the first pass. The device was deployed between the ica and distal m1 segment. The thrombus was removed and recanalization was achieved (tici score 2b). Blood flow was confirmed between the anterior cerebral artery (aca) and m1. However, it was noted that the m2 segment of the mca was obstructed. Severe tortuosity was noted at the m2 segment during the second pass. The treating physician decided to replace the embotrap iii with a competitor device (tron) due to the severe vessel tortuosity. The physician ¿avoided the risk that the segment structure¿ of the embotrap iii would ¿get stuck¿. A microcatheter (size/brand/manufacturer not specified) was delivered to the m2 segment, but extravasation occurred when the microcatheter crossed the tortuous region. Hemostasis was achieved with coil embolization. It was last reported that the patient remains hospitalized and neurological symptoms are unchanged from baseline because the ¿occluded area is extra¿. The physician commented that the event was not serious because the site that was initially occluded with thrombus is now packed with coils. The adverse event was not deemed related to the embotrap iii device; ¿it was excessive force was applied when the microcatheter crossed the tortuous vessels¿. Concomitant devices used are unknown. The device is not available for evaluation. No further information was provided at the time of complaint initiation. Additional information received on 08-nov-2021 indicated that the size/brand/manufacturer of the microcatheter used during the procedure is unknown. It is also unknown whether the original clot/occlusion extended from the ica to the m2 (i.e., present at baseline), or if the baseline clot/fragments of clot embolized to the m2 during the procedure. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21g074av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap iii is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the suspected thromboembolism. It is a possibility that during the course of the procedure the baseline ica clot embolized to the m2 segment of the mca, necessitating an additional thrombectomy pass for restoration of blood flow. Furthermore, the relationship of the embotrap to the event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the female patient underwent mechanical thrombectomy of a right internal carotid artery (ica) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21g074av) and experienced extravasation during the procedure. Coil embolization was performed at the m1 and m2 segments of the middle cerebral artery (mca), and hemostasis was achieved. No additional treatment will be provided. The embotrap iii device was allegedly used as per the instructions for use (IFU) for the first pass. The device was deployed between the ica and distal m1 segment. The thrombus was removed and recanalization was achieved (tici score 2b). Blood flow was confirmed between the anterior cerebral artery (aca) and m1. However, it was noted that the m2 segment of the mca was obstructed. Severe tortuosity was noted at the m2 segment during the second pass. The treating physician decided to replace the embotrap iii with a competitor device (tron) due to the severe vessel tortuosity. The physician ¿avoided the risk that the segment structure¿ of the embotrap iii would ¿get stuck¿. A microcatheter (size/brand/manufacturer not specified) was delivered to the m2 segment, but extravasation occurred when the microcatheter crossed the tortuous region. Hemostasis was achieved with coil embolization. It was last reported that the patient remains hospitalized and neurological symptoms are unchanged from baseline because the ¿occluded area is extra¿. The physician commented that the event was not serious because the site that was initially occluded with thrombus is now packed with coils. The adverse event was not deemed related to the embotrap iii device; ¿it was excessive force was applied when the microcatheter crossed the tortuous vessels¿. Concomitant devices used are unknown. The device is not available for evaluation. No further information was provided at the time of complaint initiation. Additional information received on 08-nov-2021 indicated that the size/brand/manufacturer of the microcatheter used during the procedure is unknown. It is also unknown whether the original clot/occlusion extended from the ica to the m2 (i.e., present at baseline), or if the baseline clot/fragments of clot embolized to the m2 during the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on (B)(6)2021. The additional information provided is related to the name of the physician and confirmation of the facility address, which was reported in the 3500a initial report. Additional information related to the reported event could not be obtained. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.